Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use? No. Device returned to manufacture: yes. Investigation summary: received one 22g bd insyte autoguard IV catheter unit within an opened package from lot: 7317790. The packaging was without damage and all components were present. The button was completely depressed and the needle/hub was fully retracted within the safety shield (barrel). Lot: 7317790: DHR was previously reviews for pr 491480 and disclosed the following: a total of (B)(4) units were manufactured on afa line 5 starting on 18nov17 through 25nov17 and packaged on pkg line 8 from 22nov17 to 25nov17. All challenge, set up and in process samples were performed according to the quality control plan and all passed per specifications. In process samples for needle retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. No quality notifications were initiated the build of this lot. Sap (qn) database review; was conducted for this MDR investigation, which disclosed that there were no reject activity findings relevant to the defects associated with the lot number provided for this incident. Discolored: visual observation: observed the grip, button and the hub had a yellowish tint of discoloration to them. Needle premature retraction: visual observation (test method-n/a): observed the unit was fully retracted and there were no anomalies or damage to any of the components. Functional test (needle retraction): placed the needle to the out position, reset the activation button and reset the catheter/adapter on unit. There were no anomalies or damage noted. Depressed the activation button. The button completely depressed and the needle fully retracted meeting no resistance. The needle remained in the correct position (out) during testing until the button was depressed. There was no physical/mechanical evidence that the alleged retraction failure was manufacturing process related. Conclusion(s): root cause of discoloration attributed to manufacturing. - the findings of discoloration to the grip, button and hub of the unit was conclusive evidence that the cause was manufacturing related. The discoloration was from excess time in the uv oven. Root cause of needle premature retraction is indeterminate - the returned unit did not display any adverse characteristics that would contribute to the defect of needle premature retraction. This alleged defect described in the incident report could not be identified, replicated or confirmed in the laboratory environment. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter, it was discolored. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter, it was discolored. There was no report of exposure, serious injury or medical intervention.